Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle the customer found there were many white foreign objects attached to the needle stem. The following information was provided by the initial reporter. The customer stated: "after tearing off the outer packaging of the arterial blood collection device, he opened the needle cap and found that there were many white foreign objects attached to the needle stem, so he stopped using it immediately.".

Event description:
It was reported when using the bd preset¿ syringe with attached needle the customer found there were many white foreign objects attached to the needle stem. The following information was provided by the initial reporter. The customer stated: "after tearing off the outer packaging of the arterial blood collection device, he opened the needle cap and found that there were many white foreign objects attached to the needle stem, so he stopped using it immediately."

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."